Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 460 units. Reportedly, the cartridge ran out of insulin; however, the customer withdrew approximately 300 units from the cartridge. The customer's blood glucose level was 200 mg/dl. Reportedly, a new cartridge was loaded successfully.